Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding¿ a review od the DHR for the dhs plate revealed no complaint related anomalies. The DHR showed that the dhs plate was processed through normal manufacturing and inspection operations with no rework or nonconformities noted. The lot met all dimensional and visual criteria at the time of MFR and release. All dimensional criteria relevant to the complaint were verified to be acceptable. All records indicate the product was manufactured to specifications.

Event description:
During a hip fracture procedure, the surgeon had just started to insert the dhs/dcs lag screw and discovered the 135 degree dhs plate standard would not fit with the screw. The surgeon did not insert any further, removed the lag screw and checked it outside the body for fit. The screw and plate still did not fit together. The surgeon then selected another lag screw and a dhs plate to insert and completed the procedure. Some extra time was noted as 20 mins, as the scrub tech was having problems fitting the new plate and lag screw together. Nothing was wring with the new plate and/or screw. This complaint is on the plate.